Event description:
It was reported that the product tested positive for unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. Further information was provided by the customer. Precleaning was performed immediately after the procedure. Water was aspirated through the device/suction channel suction pump. The forceps elevator was raised 3 times in water during aspiration, aspirating was done with both the 1st and 2nd. Position of the suction valve. The air/water and the balloon channels were flushed with water and air. The air/water channel flushed with water and air. Detergent used was ecolab and the automated endoscope reprocessor (aer) used was soluscope number 2. The water filter was replaced as per the instruction for use (IFU). There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 27, 2024 sampling from: distal end cfu: n.d. (Not done) bacterial identification: streptococcus species sampling from: biopsy channel, suction channel cfu: 1cfu bacterial identification: streptococcus species sampling from: air/water channel cfu: 1cfu bacterial identification: streptococcus species the device was evaluated where additional reportable malfunctions where noted where foreign material remained in the auxiliary water channel, the air/water cylinder and the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.